Event description:
It was reported that the customer was hospitalized about 4 months prior. The blood glucose reading was over 600 mg/dl. The customer stated that she completely blamed the dentist because it happened after visiting him but that she loves her insulin pump. She declined troubleshooting. The customer reported that she was giving herself insulin and her blood glucose levels would not come down. She believed that her dentist did something to cause the issue. The emergency room visit was caused by dehydration and imbalanced electrolytes. The customer was treated at the hospital with insulin and fluids and was watched for 3 days. The customer was wearing the insulin pump at the time of the emergency room call. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.